Event description:
Unit was in at the end of 05/06 and when used allegedly caused pt injury.

Manufacturer narrative:
Messages left at hosp to try to obtain add'l details of event. Calls were not returned. Calibration was checked prior to repair and found to be within sepcification.